Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to verify excessive no delivery alarm or perform unexpected restart error, occlusion and no delivery test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. No motion sensor test failure alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and a motion sensor test failure alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.